Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that upon powering on their device that it would intermittently have a white display. A white display is indicative of a device lockup condition that could delay or prevent defibrillation, if it were necessary.   There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the system controller (sc) and user interface (ui) pcb assemblies then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and observed that an integrated circuit (ic) chip, designator u8, was thermally sensitive which caused the device's display to go blank when heated; however, both the defibrillator and printer were functional and there was no evidence of a white display or device lockup. The sc pcb assembly was an ancillary part and there was no failure of the assembly. The cause of the reported issue could not be determined.